Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat hemostasis during a procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release form the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter. Block h11: investigation result the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly with evidence of full deployment and the catheter and control wire were kinked. Microscopic examination was performed, and it was found that the device has evidence of full deployment and the catheter and control wire kinked. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification no other problems with the device were noted. The reported event of clip would not release was not confirmed. Analysis of the returned device found that the device returned fully deployed. However, during product analysis, it was found that the catheter and the control wire returned kinked. It is most likely that this event happened due to operational factors such as the application of excessive force during deployment, the use of pliers to extract the control wire in an effort to facilitate clip deployment, and other technique-related actions. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat hemostasis during a procedure performed on (B)(6) 2024. During the procedure, the clip was unable to release form the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.